Event description:
(B)(4). Since this device, my health went down hill. I'm (B)(6) years old. I have 3 minor children. Two months after getting this, I noticed problems such as painful sex, horrible periods, to now no period at all, hair loss, teeth hurting and breaking off, my jaws lock up about 3 times a day, got knots forming down my back, awful pain on left side, constant pain, my neck hurts when I hold my head down, weight gain is unreal but my stomach is shape as a pregnancy stomach, I feel like something's crawling and biting me from head to toe; I have a really bad rash that I'm broke out with; I have no clue of what it is; my legs stay numb; I have a horrible taste in my mouth and the roof of my mouth has white stuff on it; terrible heartburn that I can't stop; my face, hands, and feet stay swollen all day; I've had diarrhea for 4 months; now uncontrollable awful migraines; I have no energy whatsoever; hurts to move most days; by lunch time, I'm crying in pain and it's just not fair; I have 3 beautiful kids who depend on me and need me; I have to suck it up and do what I have to do but I don't feel it's fair; I'm suffering with all theses pains and can't get help. Please understand, I know my body and something is definitely wrong. Please help!